Event description:
A (B)(6) female patient's contacted zoll customer support to report that her battery would not charge or power on her monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not charger or power on monitor) has been confirmed. Upon evaluation, the black wire inside the battery pack was detached. The cause for the inability to charge or power on a monitor is the damaged black wire. The root cause of the damaged black wire cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged wire. The patient received a replacement battery pack.